Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as #6000084-2007-00070. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was not fully dilated. A taxus express2 3.0 x 16mm drug eluting stent was implanted in the proximal left anterior descending artery and it was noted, with ivus, that the stent was not fully dilated. While withdrawing the ivus catheter, it became caught within the stent. The ivus catheter could be advanced, but not withdrawn. The physician attempted to remove the ivus catheter several times, but was unsuccessful. Another manufacturer's 3.0 x 15mm balloon was inserted and the ivus catheter was able to be retrieved. No patient complications occurred. Patient status is satisfactory. Additional information has been requested.